Event description:
Reporter stated that her breast implant has ruptured and leaked thru the capsule and has entered contents throughout her body causing her to have her current symptoms of arthritis , rashes and neuropathy. On a most recent mammogram (3/06) ordered by dr. Maldock in va beach, her implants have ruptured and left calcifications & granulomas. She feels her peripheral nerve problems date back to the implants' contents leaking into her body.